Event description:
In this event it is reported that a lentulo ra 25mm broke during use. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is currently not available for evaluation, request for further information and product return has been made. Evaluation results will be submitted as they become available.

Manufacturer narrative:
No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.